Event description:
Report rec'd from hcp of pt with pump im place about 3 yrs for non cancer pain and satisfactory relief. Pt had pump refilled in 2001 with mso4 at 15 mg per day - concentration unk. Upon returning home pt fell down and could not get up on their own power. Pt went to the ER, consulted with a neurosurgeon who examined pt, did a myelogram - results reported to be normal, and diagnosed the paralysis as "functional". Pt sought second opinion from reporter 5 weeks post event. Reporter hcp found complete spinal cord injury at t-7 to be genuine. A non contrast MRI was unrevealing. A contrast MRI showed a small mass apparently corresponding to the catheter tip. There also appeared to be a large contrast enhancing lesion with the spinal cord itself adjacent to the catheter tip and smaller extra-axial lesion. Hcp has started patient on corticosteroid medication. Pt has complete paraplegia and still has pt's old pain. Hcp at this report has not taken additional action. Additional info will be requested and a follow up report filed.